Manufacturer narrative:
The customer confirmed on the initial call that issue had resolved on its own. As the issue resolved on it's own, the cause of failure could not be identified; however, as the brief loss of network communication resolved on its own, it is likely that it was due to the customer's network infrastructure.

Event description:
The customer contacted spacelabs technical support to report that while monitoring telemetry patients, they disappeared off the central station. There was no patient or user death, or injury associated with the event.